Event description:
The user facility reported that a student perfusionist capped off a vent port on the reservoir of the oxygenator during a bypass procedure, creating positive pressure which caused a backflow of venous blood to the pt. Follow up communication with the user facility confirmed that the pt is reported as "fine".

Manufacturer narrative:
Method (other) = sample not returned for eval, review of info provided by the user facility. Qual record review was limited due to the lot number not being known. Results = is based upon eval of user facility info. Conclusions = is based upon eval of user facility info. This appears to be an isolated occurrence as there are no similar reports of this type for any lot number. There is no available evidence that this event is related to a product defect. The reservoir lid is labeled with 'vent, do not obstruct' at this port. The customer has been reminded to follow the warnings/precautions section of the instructions for use that states, "yellow vent port cap need not be removed, since this port assures adequate venting with the cap attached. Do not close the vent port, as this may cause positive pressure in the hardshell reservoir, resulting in back-flow into solution or blood administration lines connected to the hardshell reservoir." All available info has been placed on file in qa for use in tracking, trending and follow-up.